Manufacturer narrative:
Per user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10¿15 minutes), and also avoiding frequent full discharges. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate and customer alleged the pump was not delivering all of the insulin. Low battery charge alerts/alarms were received. Customer¿s blood glucose (bg) was 692 mg/dl. Ketone level was 80. Insulin injections were administered. Customer lost consciousness. Customer was treated in the emergency room and was admitted into the hospital. Intravenous insulin/fluids were administered. Phosphate, magnesium and potassium levels were adjusted. Elevated bg/ketones were resolved. Customer was discharged on (B)(6) 2018. Customer reverted to manual injections for alternate insulin therapy.